Manufacturer narrative:
(B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/12/2025. An investigation was conducted on 12/15/2025. A visual inspection was conducted. The cannula was found to be inside the plastic case already unsealed. Signs of clinical use with no evidence of blood were observed. The cannula handle piece near the toggle area was observed to be intact. The extended c-ring visibly showed a slightly bent scope wash tube. The toggle was manipulated to retract and extend the c-ring. Despite the bent scope wash tube, the c-ring retracted and extended smoothly with no sign of resistance. Based on the returned condition of the device and evaluation results, the reported failure "mechanical problem" was not confirmed. However, the analyzed failure material twisted/ bent scope wash tube was confirmed. The lot # 3000501649 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the harvester was using the vasoview hemopro 2 to harvest the saphenous vein. After the dissection process was completed, the harvester prepared to perform branch ligation using the vasoview hemopro 2 device. The harvester assessed the device prior to use and pushed the c-ring out and attempted to pull the c-ring back in. However, one of the arms that hold the c-ring to the harvesting cannula pushed completely out of the harvesting cannula. Therefore, the harvester was unable to pull the c-ring back into the harvesting cannula. This defect meant the device was unsafe to use and the device was removed from the surgical field. The defect device was never used on the patient and therefore did not cause any injury. A new device was opened and the case was finished with no other complications.